Manufacturer narrative:
Other text: on review of the file, it was determined to be a duplicate of 3012307300-2023-09288 (which has subsequently been determined to be a non-reportable event) please disregard any and all reports associated with 3012307300-2023-09674.

Event description:
It was reported that the pump exhibited a cassette not fully latched alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.